Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (one touch ping) read inaccurate compared to another device (one touch verio iq). The reporter claimed obtaining a blood glucose reading of "33 mg/dl" with the subject meter and "98 mg/dl" on another device, performed within an unknown time of each other. This complaint is being reported because, the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.